Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Evaluation conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of this event could not be determined. A CAPA has been assigned to address these types of issues. Once the CAPA is completed a supplemental medwatch will be submitted. (B)(4).

Event description:
It was reported after folding and injecting the aq2010v three piece silicone lens into the eye, it developed linear cracks in the optic, anterior to posterior and usually off center. Lens was removed immediately and replaced wit an identical iol. The customer believes the silicone material is more brittle. No patient injury reported.

Manufacturer narrative:
Evaluationresults - visual inspection of the returned lens showed the lens was returned cut into 2 pieces, the optic was cracked and a piece of it was torn off and missing. There was a reddish residue on the surface of the lens. (B)(4)